Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The patient's age and bone quality is unknown. The most likely cause(s) of the event (bone fracture) could not be determined. The directions for use states that the device is contraindicated for insufficient quantities or quality of bone. The use of this device may not be suitable for patients with insufficient or immature bone. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was reported that after the tightrope suspension procedure was completed, a fracture was revealed to the index metacarpal. This was visible in the post-surgery pictures. The implant seems to be fine. The patient's hand is now in a cast for the next 3 weeks. The procedure performed was a cmc1 instability with hypo-plastic trapezium. Follow-up investigation: no revision will be done. The patient received a cast for three weeks due to the fracture. The implant is fine. It just caused a fracture to the metacarpal index.